Event description:
The customer reported the device failed the defib portion of the user initiated operational check. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device failed the defib portion of the user initiated operational check. There was no patient involvement. The unit was evaluated by the philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.